Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any device malfunction could have contributed to the reported hospitalization. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's wife reported that the customer had a blood glucose (bg) reading of 44 mg/dl the night before. In the morning, the customer had a bg of 70 and was having a seizure so he was taken by ambulance to the hospital for treatment. The customer's wife also reported that they had been having issues with the pdm giving incorrect bg readings. At the hospital, tests were performed and on three separate occasions, the pdm read much lower than the hospital meter. The customer used a different vial of strips and the pdm gave the same readings as the hospital meter. It was determined that abbott's strips were the issue, and not the pdm. The customer was provided with the telephone number to contact abbott diabetes care about the test strips.